Manufacturer narrative:
Upon further follow up, it was reported that the surgeon does not plan to revise the misplaced right lead. The patient was reported to be doing well. The patient was under anesthesia for the dbs procedure. There was a post-op CT scan done on the patient and the surgeon reported that the leads were not off by much as originally thought. The archives were review by medtronic personnel and confirmed that the lead placement was off as reported. A medtronic representative went to the site to test the equipment on september 1, 2017. The navigation system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a deep brain stimulation (dbs) procedure, the right site placement of the lead was not ideal. A post-operative computed tomography (CT) image found that the lead was not placed accurately. The initial magnetic resonance imaging (mr) and post-op CT were merged and the surgeon felt that the initial plan was imprecise. The imprecision was noted to be between 3-5 millimeters. It was reported that when the cell reactions were performed, the imprecision was confirmed. The representative reported that the mr images used were from july and august 2017. There was a reported delay to the procedure of two hours due to this issue. No additional information was provided.